Event description:
It was reported that a patient experienced a fracture of a dental abutment screw.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. Products return and additional information is requested, and they will be evaluated after receipt. In case any new or additional information will be gained a follow-up report will be sent. Trend is tracked and monitored.